Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have an occlusion sensor out of range. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. This is an ancillary service event. The root cause of the occlusion sensor being out of range is unknown. To correct the condition, the occlusion sensor was recalibrated. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.